Manufacturer narrative:
A system log review was not performed since there is insufficient or unconfirmed event information. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Citation: winter, m., et al. (2024). Subcutaneous emphysema in patients undergoing robotic cardiac surgery: risk factors and clinical outcome. Journal of robotic surgery, 18(1). Https://doi.org/10.1007/s11701-024-02112-4. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Event description:
A review of a literature article 'subcutaneous emphysema in patients undergoing robotic cardiac surgery: risk factors and clinical outcome¿ was performed. A total of 121 patients who underwent robotic cardiac surgery during the timeframe of july 2021 to july 2023 were considered for this study. Of these, 63 patients (54.3%) underwent robotically assisted mitral valve repair. The article noted that during these da vinci surgeries, complications, such as, subcutaneous emphysema (se) were reported. While the document does not explicitly associate se with the robot itself, it highlights factors such as the use of larger ports (8 mm) and longer procedure times in robotic cardiac surgery, which may contribute to the higher incidence of se. Additionally, se was more common in robotic mitral valve repair compared to robotic coronary bypass procedures, potentially due to increased lung manipulation required for mitral valve access. Other significant reported post procedure complications included pneumonia, pneumothorax, and conversion to sternotomy. Approximately one out of five patients with severe se required additional thoracic drainage in addition to an increased need for computed tomography (CT) imaging. There were no specific da vinci device malfunctions reported, nor did the author allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event.